Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. An implant data card was received via implant patient registry suggesting that this valve model 11500a27 implanted in the aortic position was explanted after an implant duration of 1 year and 9 months for unknown reasons. Another 11500a27 valve was implanted in replacement. No further information was provided.

Manufacturer narrative:
H11: additional manufacturer narrative: despite diligent attempts, no additional information, medical records or device was received for evaluation. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.